Manufacturer narrative:
A 75% focal (6mm) in-stent restenosis in the lcx was also treated. The lesion was described as smooth and concentric. The lesion was not pre-dilated. A 2.75x8mm cypher select stent was placed via direct stenting technique and was deployed to 12 atms with satisfactory results. The stent was not post dilated. Between 6 and 24 hrs post procedure, the pt's cardiac enzymes were significantly elevated: ck=>/5 times the upper limits of normal (uln), ck-mb= 4 times uln, and troponin= >/5 times (uln). ECG confirmed an anterior wall, non q-wave mi. This was attributed to the jailing and occlusion of a large septal perforator that could not be protected during stent implantation of the 3.5x33mm cypher select stent in the mid lad. There was no evidence of thrombosis. The event did not require additional intervention and resolved without sequelae. The pt was discharged after two days hospitalization with orders for daily administration of aspirin, plavix, oral anti-diabetics, statins, other lipid lowering agents and beta-blockers. Additional info will be submitted within 30 days of receipt. Cypher select plus is not distributed in the us; however; it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please refer reports#s: 9616099-2007-02599 and -02600.

Event description:
This male pt with a history of previous pci (non-target vessel), previous smoking habit, and diabetes (controlled with oral medications) was admitted for unstable angina. He was currently taking plavix, statins, other lipid lowering agents, and beta-blockers. Baseline lab values and vital signs were within normal limits. Angiography revealed a 75%, de novo, 60mm irregular, eccentric, heavily calcified lesion in the proximal through mid-lad. The lesion crossed at least one side branch that could not be protected during stent deployment. The vessel was described as 3.0mm in diameter and moderately tortuous in the proximal section. Aspirin, a loading dose of plavix (600mg), and heparin were administered. Vasp measured during the procedure was 43% and the pfa-100 was 300 secs. The lesion was treated with rotational atherectomy (rotablator). An attempt to treat the vessel via direct stenting was unsuccessful; therefore, the lesion was pre-dilated with a 3.0x40mm balloon inflated to 12 atms. A 3.0x33mm cypher select plus stent was deployed to 12atms with satisfactory results. A 3.5x33mm cypher select plus stent was placed proximally to the first and was then deployed to 12atms with satisfactory results. The stents were not post dilated. Following deployment of the 3.5x33mm cypher select plus stent, it was noted that a large septal perforator was jailed by the stent and was consequently occluded. Following this event, the pt experienced angina.